Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the patient came with mobility on crown 30. It cannot be tightened more than 30 nnm as the head was stripped out, screw was removed and replaced and new screw tighten with 30 ncm.

Event description:
It was reported the patient came with mobility on crown 46. It cannot be tightened more than 30 nnm as the head was stripped out, screw was removed and replaced and new screw tighten with 30 ncm.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) certain titanium hexed screw, (iuniht) for evaluation. Visual/physical evaluation identified signs of wear (worn threads) and damaged/stripped drive feature. Functional test could not be performed due to the nature of the device. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening & damaged drive feature). Therefore, based on the available information, device malfunction did occur. The reported damaged drive feature event was confirmed; the reported loosening event could not be verified as the exact details of event were unknown/unverifiable. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.